Manufacturer narrative:
The vsi clinical expert rationale states that since this is an extraction catheter and the instructions for use are very specific to if aspiration slows or stops to remove the catheter under suction, it's nearly impossible that the particulate/component would be introduced into the patient.

Manufacturer narrative:
(B)(4).

Event description:
A pronto v4 extraction catheter was used during a patient procedure. Physician noted aspiration was difficult and the catheter was removed from the patient. Upon flushing outside the patient, foreign material was observed. No patient impact was reported.